Manufacturer narrative:
The customer was sent replacement kit parts. In follow-up with a medela clinician on (B)(6) 2016, the customer clarified that she was taking fluconazole. In an additional follow up with a medela clinician on (B)(6) 2016, the customer stated that her replacement parts were working well, she was having no pain or discomfort with pumping, and her thrush had resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in ir13-003.

Event description:
The customer reported to medela customer service on (B)(6) 16 that she has a symphony rental breast pump and had a yeast infection.